Manufacturer narrative:
Medwatch field d1-d4, g1, and g4 were updated. Based on the information provided, the investigation was unable to determine a specific root cause. The field service engineer found that the mixer was out of alignment and needed an adjustment. The clinical discrepancies in the lipase levels were primarily attributed to method-specific differences in detecting macro-enzymes and the absence of global assay standardization. A general reagent problem was excluded because calibration and quality control were acceptable.

Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable lipase colorimetric results from the cobas 8000 c702 module. Patient 1: on (B)(6) 2025, the initial result was 1204 u/l. The result from a separate sample drawn from the patient and tested on a siemens analyzer was 140 u/l. The original sample was repeated on (B)(6) 2025 on a different cobas c702 analyzer, and the result was 1155 u/l. On (B)(6) 2026, a new sample was taken from the patient, and the result was 783 u/l. Based on this result, an interference was suspected. Patient 2: on (B)(6) 2026, the initial result was 1428 u/l. Based on this result, an interference was suspected. This sample was repeated on a different cobas c702 analyzer, and the result was 1080.9 u/l with a data flag. The repeat result with a dilution was 1386.2 u/l. The physician recommended that the patient temporarily discontinue all estrogen and dietary supplements, and the patient ceased intake for two days. On (B)(6) 2026, a new sample was taken from the patient, and the lipase result was 203 u/l. This sample was repeated on a different cobas c702 analyzer, and the result was 190.8 u/l.